Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation under the electrode belt. It was reported that the affected area was scratched and began peeling. There was no alleged device malfunction contributing to the irritation. The patient went to the hospital where a physician prescribed a moisturizer and ointment. Follow up indicated that the patient applied the prescriptions to the skin irritation daily and the irritation improved.